Event description:
It was reported that the patient had pain during stimulation in the right leg. It was noted that there was bad placement of the lead during the first implant. The patient was reprogramed and the issue resolved. It was also noted that the lead was replaced a week later.

Manufacturer narrative:
Product ID 388928, lot# b0263649k, implanted: 2006-(B)(6), explanted: 2006-(B)(6), product type lead, product ID 30951036, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).